Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, at the first firing of a functional end to end anastomosis the surgeon clamped the tissue and started to fire the device, however a strange sound was heard and the firing was very stiff than usual. A new device with a different lot number was used to complete the case. There was no patient injury reported.